Manufacturer narrative:
On 1-mar-2022, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on (B)(6) 2022. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 525cc mentor smooth round moderate profile prosthesis and experienced left-sided deflation postoperatively. The diagnosis was confirmed based on physical examination. The patient is planning to undergo removal and replacement with an unspecified mentor saline breast implant. However, at the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed two (2) creases/folds on the anterior view, one of them was extended to the posterior view. In addition, a tear was identified within the crease/fold on the anterior view measuring approximately 1.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-mar-2022, mentor received additional information regarding the patient¿s information, the explantation date, and the suspected medical device. Initially, the patient identifier was reported as (B)(6). However, additional information revealed that the patient identifier is (B)(6). The explantation date was previously reported as (B)(6) 2022. However additional information revealed that the explantation date was (B)(6) 2022. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).